Manufacturer narrative:
Device not returned to manufacturer.

Event description:
"A turp (transurethral resection of prostrate) procedure was being performed on the (B)(6) year old male patient. The physician claims that he never activated the force fx cautery device (never stepped on the foot pedal). He believes that the device automatically activated. The physician used a cystoscope to look. They removed the cystoscope. They put a storz scope inside the resectoscope. The physician was advancing everything down with the cutting loop inside the resectoscope. They then noticed bubbles and that the scope had a bad picture. They used a different scope and cleaned up the bubbles and noticed a perforation in the bladder. The case became an open case. At this point, they realized that the tip had come off the cutting loop. The tip was retrieved as the bladder was repaired. They are assuming that the cutting loop caused the bladder perforation. Addition information provided by the ((B)(6)) rn; director of (B)(6): 12april2016: yes, perforation was seen during initiation of turp procedure. Yes, patient received laparotomy/ open procedure to repair bladder. Including the cook loop several instruments, supplies, equipment were tagged and sent to manufacture for review. Surgeon did note the loop had a "broken piece of metal" when the perforation was noted. Surgeon did note the loop had a "broken piece of metal" when the perforation was noted but not during open procedure. The broken piece of metal was found during open procedure. What surprised the surgeon is that the bovie pedal to engage the resectoscope with the loop attached was never depressed."